Event description:
It was reported that during a remote follow up, post paced t-wave oversensing and noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to nonconfirmed lead damage. Abbott technical support was contacted and reprogramming of the device is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.